Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod and they began vomiting. The patient's mother took them to the emergency room (ER) where they were diagnosed with hyperglycemia without dka. The patient was treated with IV and insulin through her new pod and was discharged about 9 hours later. The pod has been discarded.